Event description:
Iontophoresis to left forearm. Pt reported discomfort at 4.0ma. Decreased to 2.0ma. After treatment noted a dark blister approx 1 cm diameter. The next day area appeared as grayish looking. Two days later there was a pus pocket with red ring around. Individual sent to ER for treatment of infection.